Event description:
On a couple of occasions the geometry has reset/restarted on its own without the staff requesting anything. A system shut down is required to make the room functional again. Per site reporter: manufacturer response for cardiac cath imaging system, allura xper fd10 . Field service rep performed a calibration. And the field service rep replaced the mvr high power board two months earlier.